Event description:
No device is expected to be returned. The hospital reported having repeated problems with sharpnes of the drill bits. They are switching to a competitors cranial access kits since thay keep experiencing difficulties with integra cranial access kits. The surgeon reported usually taking ten rotations to drill the burr hole, but recently they had to apply more force and it takes 25 to 30 turns to drill the burr hole. The drill bit is now made of titanium coated and is dull as compared to the previous drill bit in the cranial access kit. No pt injury has been reported.